Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/08/2020. Additional information: d10, h6. Additional h3 investigation summary: a sealed box and a top foil of product code j416, lot # ph5061 were received for evaluation. The complaint sample was not received for evaluation. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage were observed. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance breakage needle were found.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ph5061 batch number, and no non-conformances related to the reported complaint condition were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hiatal hernia repair on an unknown date and suture was used. The distal tip of the needle broke off during surgery. The tip was found, and an x-ray was not necessary. The procedure was completed with another device. There were no adverse patient consequences reported.